Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ms-30 stem) are marketed in USA, and therefore this report was filed. The manufacturer did not receive devices for review but it is mentioned by complainant that it will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer reference number (B)(4).

Event description:
It was reported that the patient was implanted an exafit stem 3.1 stem 12 years ago and was revised on (B)(6) 2016 due to stem breakage.

Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Review of event description: it was reported that the patient was implanted an exafit stem 12 years ago and was revised due to stem breakage. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: visual examination: the exafit stem is fractured at the neck region. The fracture has a fatigue type of failure nature which is indicated by the beach marks covering the fracture surface on one third. The fracture originated from the anterior corner of impaction hole. The rough fracture surface indicates a forced rupture. Moreover, the anchoring side of the stem shows scratches which most probably occurred during the revision surgery. The root cause of this failure can be identified as such that the geometry of the impaction hole at the neck of stem leads to a highstress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. In early january 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in april 2003. Also during the same year 2003, there was a report in february 2003 of breakage of the exafit stem in january 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. The design change to the exafit stem described above addressed the root cause of the reported event at hand and therefore no further corrective action is required. The part of the case at hand was produced before the design change was in place. Zimmer will consider this investigation as closed, but will continue monitoring for similar incidents. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider previously addressed design issue as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).